Manufacturer narrative:
(B)(4). Batch # m9320x. The device was received with the upper jaw detached and returned, with the iblade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the reposition jaw and reactivate issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the error code "reposition jaws" was repeatedly being displayed by the generator. The device had been used in the case for approximately forty activations prior to the error codes. After, the third error code, the generator was restarted. The device continued to show the reposition jaws error code after the restart. The doctor complained that the force to fire was unusually high with the device from the very beginning. The case completed with another device of the same product code. There were no patient consequences reported.